Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A pt sample was tested for accu tni and a result of 4.16ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a physician. The customer re-tested the original sample for accu tni on the next day. The repeated accu tni result was 0.17ng/ml. The original sample was then placed in an aliquot tube, re-centrifuged and re-tested for accu tni. The accu tni result was 0.11ng/ml. The customer did not receive any report of pt injury, requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc recovered within customer's specifications prior to the event. System check performed in 2006, after the event, partially failed. Following the system check testing, without addressing the issue, the customer performed tree levels of qc testing and the results recovered within customer's specifications. Customer cancelled service stating that their instrument is performing satisfactory and this event is isolated to one pt sample. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.